Event description:
It was reported to philips that the device showed an op-check charge shock failure. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device showed an opcheck charge shock failure. No patient involvement.